Manufacturer narrative:
(B)(6). The customer stated qc for hcg+ss was unstable. No other tests were affected. The customer stated the field service engineer (fse) had recently replaced the sample/reagent probe and the measuring cell. The investigation noted problems with the customer¿s calibration signals. The qc data provided was incomplete. . The customer used 13 mm sample tubes with no rack adapters. The customer used a centrifugation time of 7 minutes; the typical recommended centrifugation time is 10 minutes. Instrument performance test results were within specification. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas e 411 immunoassay analyzer. The initial result was 24.94 miu/ml with a data flag. This result was reported outside of the laboratory. On (B)(6) 2022 the repeat result was 0.311 miu/ml. This result was believed to be correct. The hcg+ss reagent lot number was 584579. The expiration date was not provided.

Manufacturer narrative:
Based on the information available, the cause of the event could not be determined. The customer has had no further issues. The investigation did not identify a product problem.